Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level of 410 mg/dl. Troubleshooting was declined and the mother stated that the customer changed the set and his blood glucose level was starting to decrease. The insulin pump was not returned for analysis.